Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included vibration and environmental stress testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device prompted an unknown "fatal error" message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.